Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. The patient underwent cystoscopy and partial removal of sling on (B)(6) 2005 due to urinary retention. No additional information was provided. (B)(4) - urinary problems; undefined recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: (08/10/2016).